Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 442 mg/dl, which was treated for with manual injection. The issue was resolved with a complete set change. Advised return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.